Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 04-aug-2016 which refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) on (B)(6) 2010. Shortly after undergoing the essure procedure, an hsg (hysterosalpingogram) test was performed and plaintiff was advised that her coils were properly placed. However, the post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, excessive weight gain, and autoimmune disease diagnosis, fibromyalgia diagnosis, and chronic fatigue. She had never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms at hospital and from her physicians, but was unable to resolve her them. In (B)(6) 2012, she underwent a hysterectomy to have the essure coils removed. She is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and had chronic pelvic pain and had an autoimmune disorder diagnosis. One year and 7 months later, she underwent a hysterectomy to remove essure coils. Pelvic pain is listed while autoimmune disorder is unlisted in the reference safety information for essure. Considering that essure therapy may cause pelvic pain, that she did not experience this condition prior to essure procedure and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. On the other hand, considering that autoimmune disorders are chronic inflammatory disorders and given that essure has only a localized mechanical action in the fallopian tubes, it is unlikely that essure could trigger the onset of autoimmune disorders. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') and autoimmune disorder ('autoimmune disease diagnosis') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abnormal weight gain ("excessive weight gain"), fibromyalgia ("fibromyalgia diagnosis") and fatigue ("chronic fatigue"). The patient was treated with surgery (total vaginal hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, autoimmune disorder, pelvic discomfort, menorrhagia, back pain, abnormal weight gain, fibromyalgia and fatigue outcome was unknown. The reporter considered abnormal weight gain, autoimmune disorder, back pain, fatigue, fibromyalgia, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2012: diagnosis: uterus and cervix: cervix - no pathologic diagnosis. Endometrium ¿ no-pathologic diagnosis. Myometrium - no pathologic diagnosis. Serosa - no pathologic diagnosis. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 13-apr-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Medical records received- new reporter, lab data, removal procedure were added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality safety evaluation received on 12-sep-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and had chronic pelvic pain and had an autoimmune disorder diagnosis. One year and 7 months later, she underwent a hysterectomy to remove essure coils. Pelvic pain is listed while autoimmune disorder is unlisted in the reference safety information for essure. Considering that essure therapy may cause pelvic pain, that she did not experience this condition prior to essure procedure and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. On the other hand, considering that autoimmune disorders are chronic inflammatory disorders and given that essure has only a localized mechanical action in the fallopian tubes, it is unlikely that essure could trigger the onset of autoimmune disorders. This case is regarded as incident since device removal was required. Based on the product technical complaint analysis, there is no relationship between the reported events and a quality defect. Further information will be obtained through litigation process.